Manufacturer narrative:
Product event summary #geo event description: information received by medtronic reported that a patient experienced intermittent cramping in her toes, which became severely worse after reprogramming. It was also reported that the patient¿s device was found to be titled. Surgical intervention was planned but not yet scheduled. Preliminary geo assessment: -ins implanted: unknown - reported ins titled, which would require repositioning - reported pt experienced intermittent cramping in toes and mostly on right side - pt was reprogramming on (B)(6) 2018, which resulted in severe cramping and excruciating pain, led to paramedic check, finding pt¿s blood pressure increased -device currently off - b/cu device is off, pt experiencing nauseous and loss of appetite, doc prescribed quinine sulphate and anti-sickness meds - suspect cramping due to device programing - ins tilt/movement is a known event in labeling -surgical intervention planned, but not scheduled - unknown if issue resolved preliminary geo conclusion: pli 10: pending investigation .... Pli 20: pending investigation .... ((B)(6) 2018 enskaj1) concomitant medical products: product ID: 309328, lot# 0209659048, implanted: (B)(6) 2015, product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer¿s implantable neurostimulator (ins) was titled, which needed repositioning. At a later consultation with a nurse, the consumer reported intermittent cramping in her toes but mostly in right side. Cramping continued even after switching the device off for three (3) days. As a result, the nurse carried out some reprogramming and later that day the consumer reported that she experienced further cramping, which was descried as excruciating in her right calf lasting six (6) hours. Pain also occurred in her left calf, but to lesser extent than right side. The consumer then switched off the device straightaway, but cramping continued. No factors were known to have led to the reported event, but more information was requested. Troubleshooting was noted as initially consumer was reprogrammed by nurse on 2018-mar-16, nurse carried out impedance checks, and initial impedance resolved when tested at 450. Battery longevity also okay (67-78). The consumer was programmed at 3v, program 1 (3+0-). Interventions were noted as when severe excruciating pain occurred the night of (B)(6) 2018, the consumer called her doctor who requested paramedics to attend to the consumer, who was checked over. The heart was okay, temperature was okay, but blood pressure increased, which consumer sites due to cramping. The consumer talked to the doctor on (B)(6) 2018, as she complained about being nauseous and loss of appetite. The doctor prescribed quinine sulphate and anti-sickness medication. The consumer¿s device currently remains switched off. It is unknown if the issue is resolved. It was noted that surgical intervention was planned but had not yet been scheduled. Additional information received reported that the cause of the patient¿s cramping remained unknown a surgical intervention was planed for (B)(6) 2018. No further complication were reported/anticipated.